Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection with a homechoice cassette. This occurred during fill four of peritoneal dialysis therapy. Nothing unusual was found during troubleshooting that could have caused or contributed to the issue. The technical service representative assisted the home patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.